Manufacturer narrative:
Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer, informed that she opened the packet of triathlon cr fem comp #6 l-cem implant and the inner packet was broken.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed by visual inspection. No further investigation for this event is required at this time.

Event description:
The customer, informed that she opened the packet of triathlon cr fem comp #6 l-cem implant and the inner packet was broken.